Event description:
It was reported the device has a broken syringe plunger. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. Visual inspection found the tamper seal broken on plunger case, broken barrel clamp head. The reported problem was duplicated during the syringe test and failed syringe plunger sensor test. The root cause was found to be the q1 was broken off from plunger board. It was also found that the plunger board is broken off from glue. To address the issue the plunger board was replaced. Review of the history log showed an occurrence of "syringe plunger not in place" alarm. Performed preventive maintenance and all functional testing. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.